Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Reportedly sometime in (B)(6) 2011, this patient had a miniarc sling implanted. Approximately 4 months later, the patient "started to feel pinching inside". During an examination by a physician, the patient was found to have mesh protruding through her vaginal wall, believed to be the cause of her pain. The patient had an out-patient procedure to revise the mesh sling. Details of the patient outcome and procedure were not provided.